Event description:
Spontaneous call sn (B)(4). Patients pump has been beeping on and off with no error message on the screen. No other information known. Yes they have back up to use. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? - no. Is the actual device available to be returned for investigation?- yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.